Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on c-arm power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported a communication failed came out on the monitor during fluoro and the system had to be rebooted for it to work normally. This can be concluded as a system lock up issue. There is no report of death or serious injury associated with this complaint.